Event description:
It was reported that the user requested return of the ilet system due to persistent blood glucose variability, with high readings during the day and low readings at night despite trainer-guided, and the case was processed for return logistics after field approval. Investigation of this case revealed that the cause of the reported hypoglycemia was unclear, with no device alarms or specific device component malfunction identified. No clinical symptoms associated with episodes of hypoglycemia and hyperglycemia reported. Outcomes included no hospitalization, no alerts or alarms, and device use status at time of report was not specified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.